Manufacturer narrative:
Device used for treatment, not diagnosis. Patient initials and weight not provided for reporting. Date of event: unknown. Additional product code: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device history records was conducted. The report indicates that the: original part mfg date: 07-february-2005 part exp. Date: n/a , DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of narrow lcp plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that open reduction internal fixation (orif) of right humerus was performed on (B)(6) 2016. Post-operatively due to a fracture right above the original plate, a revision surgery was performed on (B)(6) 2016 to explant plate, three (3) 3.5mm cortex screws and three (3) 5.0 locking screws. It was reported that hardware was explanted intact. Once the hardware was removed, surgeon replaced the plate with 6-hole humerus plate and surgeon was happy with the reduction. The patient was reported as stable at the end of the procedure, there were no surgical delays in the surgery and procedure was successfully completed. This complaint involves seven parts. This report is 1 of 3 for (B)(4).